Manufacturer narrative:
(B)(4). Date sent: 3-29-2017. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Additional information requested and received: was the instrument mount broken and visibly open? The connector was completely broken off the product. One of the css techs were hand washing the harmonic scalpel. They thought it came apart because it unscrewed and consequently fell apart in their hand. It did not affect the patient in any way, this happened during the decontamination process.

Event description:
It was reported that after an unknown procedure the instrument mount of the device separated in to three pieces. It was unknown how the device was being handled or used when this happened. The procedure had already been completed with this device. There were no patient consequences reported. No device will be returned.